Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the degraded dso sensor was the root cause and was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device exhibited a 'cassette not attached' issue. There was no patient involvement.